Event description:
It was reported that a tsb35 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the staples would not deliver (feed). There was no consequence to the patient.